Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased architect ca 19-9xr diluted result for several samples. The following example data was provided: sample 1: initial result = >1200 u/l, repeat with 1:10 automatic dilution = 500 u/l, repeat with 1:10 manual dilution = 1142 u/l, repeat with 1:5 manual dilution = 1402 u/l. Sample 2: initial result = >1000 u/l, repeat with 1:25 automatic dilution = 500-600 it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs and replaced the syringe assy which resolved the issue. A review of instrument service history on serial number (B)(6), revealed no further occurrences of discrepant results after the r1 syringe was replaced nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the architect i2000sr. A review of tracking and trending did not identify any trends for the syringe assy. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringe assy or the architect i2000sr processing module, serial number (B)(6) was identified. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.